Event description:
During follow-up, increase capture threshold was noted on the left ventricle (lv) lead. During revision the physician attempted to revise the lv lead but was unable to find good values due to patient anatomy. The lv lead was explanted and a new lv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Visual analysis of the lead found no anomalies with the exception of damage consistent with procedural damage. The reported event of no capture was not confirmed.